Event description:
It was reported that the patient developed a systemic infection. The patient¿s implantable cardioverter defibrillator (ICD) and three leads were removed and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 419478 implantable pacing lead 2010 (B)(6); 457445 implantable pacing lead 2010 (B)(6); (B)(4) implantable cardioverter defibrillator 2010 (B)(6). (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.